Event description:
It was reported that the right ventricular (rv) and right atrium (ra) lead positions were tested with both leads yielding appropriate numbers. However, following connection of the rv and ra leads to the device, the device had no output. Therefore the rv and ra leads were unhooked from the device and the rv lead was tested through the analyzer and there was no bipolar sensing or pacing with capture. In unipolar, however, there was sensing and capturing noted. It was determined that the rv lead was fractured as a result of grabbing the rv lead with the metal pinching tool which caused noticeable damage to the rv lead conductor. The lead was removed and replaced with a new lead, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.